Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the unit had a 240.4150.0 error code. The fluid side sensor was replaced, and the error code was cleared. The device passed all tests and it was returned to service. There was no patient involvement. Although requested, no further information was made available to date.